Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that stuck key alarms were found on 08/26/2025 07:46:17.000 through 08/26/2025 08:33:34.000, with a total of 5 stuck key alarms noted. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: missing/broken belt clip plate weld, serial number label missing, scratched case, and pillowing keypad overlay. In conclusion customer concerns with stuck key alarms were not confirmed. All buttons function properly during testing. During visual inspection no evidence of moisture damage on keypad traces was noted. Unit functioning properly. However, customer allegations with belt clip rail damage were confirmed when missing/broken belt clip plate weld was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm, belt clip rail was missing. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.